Manufacturer narrative:
It has been determined that this device should not have been filed on this MFR number. A new report has been filed on 0002648920-2017-00404. This report should be voided.

Manufacturer narrative:
(B)(6). Concomitant products - xlpe 0 degree poly liner/ pn 00630505036/ ln 63110722. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04259.

Event description:
It was reported that a patient underwent a hip revision approximately 13 months post implantation due to dislocation. After revision it was reported that the rim of liner was broken